Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust/check belt messages) was isolated to all wires at the distribution node connector area being broken, causing ECG c&d to not recognize. The belt did not pass falloff testing. The root cause for the broken wires was physical abuse. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing adjust/check belt messages.